Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer believed the cannula was the issue as the customer saw drops exit the tubing during a bolus. Customer removed the site, did not observe any issues with the site, and reinserted the same site into a different area. Customer's blood glucose was 188 mg/dl. Reportedly, the supplies were changed.